Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05561. It was reported the patient had fallen. Afterwards, stimulation turned on and off by itself. An impedance check was performed and the results were normal. The issue was resolved via reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.